Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was discovered that there was a crack in the pump connecting tube. The cause of the tubing damaged has not been identified by the hospital. All components were explanted and replaced. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual and functional testing performed on the device showed that it performed within specification; therefore, the reported allegation was unable to be confirmed. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ams 700 pump component was returned for analysis. Visual examination of the pump did not identify any leaks. Functional testing performed showed that the pump performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was discovered that there was a crack in the pump connecting tube. The cause of the tubing damaged has not been identified by the hospital. All components were explanted and replaced. After the procedure, the patient improved and remains stable.